Event description:
Patient was having laparoscopic abdominal hysterectomy. Light source was laying on patient's abdomen and was activated accidentally by surgeon. Noted a small 2mm burn to the abdomen. Silvadene applied at end of procedure.